Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a repair of recurrent diaphragmatic hernia and take down of adhesions on (B)(6) 2009. It was reported that the patient underwent exploratory laparotomy with extensive lysis of adhesions and herniorrhaphy of recurrent incarcerated incisional hernia on (B)(6) 2012 during which the surgeon noted ¿mesh caught up on a complex hernia. She identified extremely dense adhesions in the distal jejunum which was attaching the small bowel to the underside of the mesh, as well as causing a volvulus. It was noted to be the obvious point of obstruction as she found decompressed bowel distal to this. She cleaned off some of the stuck mesentery superiorly and cleaned off the edges of the mesh hernia defect enough that it could be closed.¿ it was reported that the patient underwent an exploratory laparotomy with extensive lysis of adhesions, small bowel resection with anastomosis, extirpation of redundant mesh, and recto-rectus repair of recurrent incarcerated incisional hernia on (B)(6) 2013 during which the surgeon noted ¿the mesh, with trapped small bowel. The small bowel was densely adherent to the edges of the mesh as well as the underside of the mesh intraperitoneally. Dense adhesions were encountered and taken down. A portion of the mesh was explanted, leaving some of the mesh on the bowel wall.¿ it was reported that the patient underwent repair of recurrent incarcerated ventral hernia repair surgery on (B)(6) 2015 during which the surgeon noted ¿adhesions of her small bowel to the hernia sac, as well as the edge of a facial opening and old mesh. This was lysed sharply. The mesh itself was noted to be lax and was partially excised to expose the fascial edges. A portion of the mesh was left in situ at the periphery.¿ it was reported that the patient underwent exploratory laparotomy with reduction of small bowel volvulus secondary to adhesions on (B)(6) 2017 during which the surgeon noted ¿dense adhesions were taken down and previously placed mesh was revised.¿ it was reported that the patient underwent exploratory laparotomy with ileocecectomy and primary ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the previously placed mesh was encountered and revised.¿ it was reported that the patient experienced severe pain, bowel obstructions, bowel resection, scarring, adhesions, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/03/2020.